Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image split and the screen would go black when moving the video baton. The procedure was completed using a glidescope core system which was made available in less than 5 minutes. No harm to the patient or user was reported.